Event description:
It was reported that during a renal artery ablation procedure, balloon deflation difficulty and catheter withdrawal difficulty occurred. The lesion was located in the renal artery. The vessel diameter was 5-6mm. The occlusion balloon 5x65mm (.035inch) was inflated one time outside the body in preparation to 0.25ml, and the time of inflation is unknown. The balloon catheter was advanced to the renal artery via right femoral access. The balloon was inflated for 3 minutes to 0.25ml. Deflation difficulty was encountered. The physician reported "about 30 minutes were required to deflate the balloon." The balloon was somewhat deflated and removal difficulties were reported. The balloon was removed intact. No patient injuries or complications were reported. The patient's status is reported as "ok." Attempts to gain further information were unsuccessful.

Manufacturer narrative:
The complainant did not indicate if the device would be returned for evaluation, and the device has not been received; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.